Event description:
It was reported the patient with this artificial urinary sphincter (aus) experienced pain and discomfort in the abdomen from the balloon. The physician found that the balloon was in the wrong location. The existing balloon was explanted and replaced. There were no further patient complications.